Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: name and address: postal code: (B)(6). G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during transurethral urinary stone removal, after using a laser to crush ureteral and renal stones, the crushed pieces were collected using an ncircle tipless stone extractor. However, the wire of the basket tore after 2-3 collections, hence the device was unusable. The procedure was successfully completed using another same device. The user customer inspected the product for damage, prior to the use. The device was also tested in an uncoiled position, and it was functioning properly prior to use. No laser was used during basket use, and no parts of the device were separated. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: h6 (annex a) investigation ¿ evaluation as reported, during transurethral urinary stone removal, after using a laser to crush ureteral and renal stones, the crushed pieces were collected using an ncircle tipless stone extractor. However, the wire of the basket tore after 2-3 collections, hence the device was unusable. The procedure was successfully completed using another same device. The user customer inspected the product for damage, prior to the use. The device was also tested in an uncoiled position, and it was functioning properly prior to use. No laser was used during basket use, and no parts of the device were separated. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control, as well as a visual inspection of the returned device, were conducted during the investigation. One ncircle tipless stone extractor was returned for investigation, in opened packaging. One wire was pulled free from basket formation. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other complaints associated with the reported device lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, t _ ntse_ rev1; the IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the issue could not be conclusively established. It is possible that the size, shape, and/or location of the stones being removed caused the basket wire to pull free. No information related to the stone was known. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.